Manufacturer narrative:
(B)(4).

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the patient's freedom ac power supply did not illuminate to indicate power when connected to the freedom power adaptor. The patient subsequently switched to a backup a/c power supply. There was no reported adverse patient impact. Freedom ac power supply s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the freedom ac power supply revealed that the cable connector cover was installed backwards. This is the root cause of the customer-reported inability of the ac power supply to provide power to a freedom power adaptor. Incoming inspection requirements are in the process of being improved, to clearly identify the correct removal and replacement of the connector cover. The ac power supply cable was disassembled, the connector key slot was aligned with the connector cover key tab and the correct mating configuration was obtained. After the ac power supply cable was reassembled, the ac power supply passed all testing requirements. This failure mode poses a low risk to a patient because the freedom ac power supply was not in use by a patient at the time of the customer-reported issue. In addition, it would not prevent a freedom driver from performing its life-sustaining functions. The freedom driver is equipped with redundant power sources, including multiple rechargeable freedom onboard batteries and a car charger. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom a/c power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the patient's freedom a/c power supply did not illuminate to indicate power when connected to the freedom power adaptor. The patient subsequently switched to a backup a/c power supply. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom a/c power supply did not illuminate to indicate power when connected to the freedom power adaptor, the driver continued to perform its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.